Manufacturer narrative:
Additional information received on 06 july 2016 and includes: x-rays will not become available. Additional information received on 14 july 2016 and includes: no infection was found. Batch reviews performed on (B)(6) 2016. Lot 160907: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 36 size m 0, code (B)(4), lot. 154625 (k080885); (B)(4) items manufactured and released on 01 december 2015. Expiration date: 2020-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The surgeon swapped the head and liner. The surgery was completed successfully. Explants will not be returned to medacta international per hospital policy.